Event description:
During check of the tpn IV line the rn noted leaking at the 0.2 micron filter set. This is an ongoing event with over 45 similar events in last 12 months. IV set removed and exchanged with new set. IV set to be sent to biomed for logging and reporting. Biomedical added this event to running log. Manufacturer response for IV set, y-site, 0.2 micron filter, primary plum set (per site reporter). This is an on-going issue with no current resolution.